Event description:
It was reported that at the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed a discrepancy between the rate of the current interval and the average of the previous intervals. The interval rates and the markers do not seem to align. Programming interventions were made. The patient was stable.